Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a replacement procedure on (B)(6) 2023, the patient's cervical lead presented with high impedances. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.